Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was an under infusion event on an adult patient. Fluid amounts and rates were adjusted to complete the infusion. No further information is available.